Event description:
Information was received indicating that a smiths cadd-legacy 1 pump has alarmed twice with the cassette attached. There was no reported injury to the patient.

Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Physical evaluation identified that pump was in good condition with scratched screen. Functional testing included simulated use. The device was started in application, and it immediately started double beeping with a cassette attached. The customer's reported problem regarding double beep - with cassette attached was able to be duplicated and was confirmed. Problem source was identified as downstream sensor.